Manufacturer narrative:
Additional information: according to the information received from the field the recipient has not longer benefit with the device due to a post-operative migration of the floating mass transducer from its intended position. No information on possible further steps has been received yet.

Event description:
The user lost her audio processor one year ago. On (B)(6) 2023 an upgrade to a samba 2 was conducted and the user was only able to detect sound when the device was stimulated with elevated levels. It appears that the floating mass transducer has been dislocated. The user was scheduled to have an appointment on (B)(6) 2023 to discuss possible options. Despite several requests for an update no further information has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user lost her audio processor one year ago. On (B)(6) 2023 an upgrade to a samba 2 was conducted and the user was only able to detect sound when the device was stimulated with elevated levels.